Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case the cause of the pea cardiac arrest cannot be confirmed; however, there was no evidence of cardiac tamponade, annular rupture or any other bleed related to any edwards devices. The patient¿s advanced age, and complex medical history may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that the patient experienced pulseless electrical activity (pea) and passed away 2 days post transapical tavr procedure.a 26mm sapien xt valve was implanted without any reported complications. A chest tube was inserted and the patient was transferred to the ICU. While in the ICU the patient¿s hemodynamics became unstable. After drainage and stypsis, the hemodynamics recovered. Post operative day (pod) 1 the patient started rehabilitation on the hospital ward. The patient¿s condition was stable but suddenly worsened. Spo2 decreased and renal function worsened, and the patient was place on bipap. The blood pressure (bp) was low,(40mmhg), despite dosing norepinephrine. According to echo, mitral regurgitation (mr) was increasing and aortic regurgitation (ar) was found at the nine o¿clock position. Pulseless electrical activity (pea) was confirmed. The patient was intubated and cardiac massage was performed but a normal rhythm did not return. Ventricular tachycardia (vt) was seen and defibrillation was conducted. Percutaneous cardiopulmonary support (pcps) was started. When the cannula of the pcps was inserted, the inferior epigastric artery was damaged. The patient was transferred to ICU again. A red and foam-like body fluid was seen in tracheal tube, which could not be stopped. IV infusions were increased, but the patient¿s condition was worsening despite pcps. On pod2, the patient passed away. Echo and CT images taken during the sudden condition change displayed no relationship to the procedure. The family did not want an autopsy performed.